Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant procedure the handpiece was occluded. The handpiece passed the prime tune test. The staff tried to resolve the issue by performing an additional rinse flow. The system was placed in quadrant removal and the handpiece was flushed at full speed in a jar with saline solution. This did not resolve the issue and the case was completed by using an alternate handpiece. An additional rinse flow is being performed at sterilization. There was no patient harm.

Manufacturer narrative:
Additional information has been provided. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on july 12, 2016. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).